Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. Implant was placed in the 22 site after failure of a previous nobel implant placed in 2009. The implant was placed with a 2 stage approach. At second stage surgery the 22 implant was noted to have soft tissue at the implant surface interface and the implant was removed when removing the healing abutment with a finger driver.